Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions alarms occurred. The customer changed the pump supplies to resolved the issue. Customer blood glucose was 250 - 380 mg/dl.